Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset information from technical support, followed the guided instructions, and successfully started their sensor session without further issues.